Manufacturer narrative:
The reported event of lead twisted/bent was confirmed. A complete lead was returned in one piece. Final analysis found blood throughout inside of the lead body and the s-curve bent/out of shape due to procedural damage. The cause of the reported event was isolated due to procedural damage. A (DHR) device history records were reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented for an implant procedure. The left ventricular (lv) lead was found to be bent prior to inserting into the patient's body. The lv lead was not used and replaced. There were no patient consequences.